Event description:
Reporter stated that the surgeon inserted a silicone lens model aq2010v into the eye and the lens was noticed to be torn. The surgeon had to enlarge the incision to remove the lens and placed sutures.